Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue.

Event description:
Medtronic received information that fifteen days following the implant of this transcatheter bioprosthetic valve, a permanent pacemaker was implanted due to bradycardia and first-degree to second-degree heart block that had developed on an irregular basis. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was reported that following the implant of the valve complete heart block (chb) occurred. The chb was in remission following the placement of the permanent pacemaker, fifteen days following the implant of the valve. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.